Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044 associated medwatches: 3004721439-2019-00088. Manufacturing site evaluation: visual inspection - no significant deformations or damage of the valve were detected during the visual inspection. Permeability test- the test indicated that the valve has a blockage. Adjustment test and braking force/function- this is fixed pressure valve. These tests are not applicable. Results - after the above tests, we have dismantled the valve. Inside the valve we have found minimal build-up of substances (likely protein). Based on our investigation, we can confirm the presence occlusion in the valve, likely due to deposits observed inside. Even a small amount of non-visible blood or protein can lead to temporary blockage and could be responsible for the suspected malfunction in the past. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that a progav valve with shunt assistant was blocked. A patient underwent a shunt implantation procedure on (B)(6) 2007. Sometime later postoperatively, it was noted that the valve was blocked. The valve and shunt assistant were replaced on (B)(6) 2019 due to this malfunction. Further details have been requested. This report refers to the shunt assistant. Associated medwatches: 3004721439-2019-00088.